Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. Visual inspection verified the reported problem of a loose pull ring cap. The assignable cause of the loose pull ring cap was undermined. The batch review was performed with no issues found related to batch manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received and an evaluation of the device is currently being performed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a connection issue between the blue pull ring cap and the catheter connecter of the transfer set. The customer observed that the blue pull ring cap was loosely connected to the catheter connector of the transfer set. This was noticed before the use of the product. There was no patient involvement and no patient injury and no medical intervention associated with this event. No additional information is available at this time.